Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. As received, the flexible pcb was pulled from the ca board causing issues to the response button. The root cause of the damaged pcb cannot be positively identified. No adverse event resulted from the damaged monitor.